Event description:
It was reported that the patient presented in the operation room for a scheduled device implant. During the procedure an insulation breach was noted on the left ventricular lead. The lead was explanted and replaced successfully. The patient was stable during and post procedure.

Manufacturer narrative:
The damage was found sustained during procedure. The lead was otherwise normal.